Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Problem found: presence of glue in bd plastipak syringes observed before use. Immediate action: change of device. Patient impact: none.

Manufacturer narrative:
Three 50 ml syringe samples received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed, results verified amount of silicone was within the required limits. A device history review was performed for reported lot 2310041, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2310041 found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.